Manufacturer narrative:
The sample has not yet been returned for testing. The investigation, including root cause determination, is in progress. A supplemental MDR will be filed as necessary when additional reportable info becomes available. (B)(4).

Event description:
Adverse event(s): "no pt injury reported" (no consequences or impact to pt). Product problem(s): "probe not cutting" (failure to cut). A surgeon reported that lately, the cutter tips are not working.